Event description:
An aneurx stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was severe calcification and small in diameter. It was reported that the stent graft was advanced to the intended landing zone, however, the physician was unable to deploy the stent graft due to a large kink in the device. The physician believes that the kink in the stent graft delivery catheter was due to patient morphology. The procedure was ended. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: (severe calcification and small in diameter vessels, (graft cover kinked), device discarded). Evaluation: conclusion: (severe calcification and small in diameter vessels). Secondary intervention.